Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations and out of range impedance measurements with no conclusive evidence that the observed fluctuation and out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting varying pacing and shocking impedance measurements which were now out of range. A boston scientific technical services consultant discussed further troubleshooting. All of lead measurements were within normal limits. The patient will continue to be monitored. No adverse patient effects were reported.